Manufacturer narrative:
The reported observation of ¿high impedance¿ was not confirmed when referencing the drg ipg. The root cause of the reported observation was not ascertained. Using clinicians programmer, ipg system impedance testing was within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection. The ipg logs do suggest there was an impedance issue based on a calculation of the time frame between the lead impedance logging and the explant date derived from the monthly activity log data, but there was insufficient information provided by the field. The ipg exhibited normal characteristics during analysis and testing.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-04647. It was reported the patient underwent surgical intervention on an unknown date wherein the entire system was explanted for an unknown reason.